Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. It seems that there was a problem with the extension tube during implantation which will be further investigated.

Event description:
During the procedure, the extension hose was disconnected from the balloon, spreading methylene blue into the patient ausing a leak.